Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿IV pump was programmed to 10ml/hr for a 100 ml bag to infuse over 10 hrs, but it infused completely in 2.30 hrs. FDA safety report ID # (B)(4).

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.